Event description:
It was reported that on an unknown date, a patients received a tfna nail and it was noticed, post-op, that the helical blade missed the nail. The initial surgery was performed on (B)(6) 2021. The nail was revised several days later. The patient¿s fracture was healing but the patient was experiencing arthritis of the hip and possible infection of the old surgical area. On (B)(6) 2021 the nail, lag screw, and two (2) screws were removed with no complications or additional time needed. Patient status is unknown. This is report 2 of 4 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, it was notified by the surgeon that the tfna patient was missed the helical blade nail. The nail revised several days later. The patient now has arthritis of the hip and possible infection of the old surgical area. The surgeon recommended for additional surgery to clear up the infection, removal of the tfna hardware and possible total hip arthroplasty. The patient was in adverse conditions. This complaint involves unknown number of devices. This report is for (1) unk - nail head elements: tfna helical blade. This is report 2 of 3 (B)(4). Related product complaint: (B)(4).